Manufacturer narrative:
A visual inspection of the returned device revealed that the device was missing approximately 3cm of pebax. The detached segment was also returned. No other defects were noticed to the unit. According to the conducted investigation the exact root cause and/or circumstances under which the failure occurred can not be determined at this time based on the complaint information and the evidence presented by the incident device. However, the most probable root cause is that the detachment of the pebax could have been caused by the use of a sharp instrument.

Event description:
It was reported to boston scientific corporation in 2007, that a jagwire guidewire was used during a procedure in 2007 (patient gender, age and weight unknown). According to the complainant, "during calculus removal procedure, the guidewire was inserted to common bile duct through jf240 and cannula4q:olympus. It was found the tip of jagwire was detatched 3cm." The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."